Event description:
Reportable based on device analysis completed on 24jun2026. It was reported that device was kinked. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotablator rotalink plus was selected for use. During preparation, the device was noted to be kinked due to angulation when crossing the lesion. The procedure was completed with another of the same device. There were no complications. However, device analysis revealed that the sheath was torn.

Manufacturer narrative:
Investigation results: the complaint device was received for product analysis. A visual inspection of the device found that the coil was detached at the distal end and was unraveled for an approximate length of 6cm. The distal end of the sheath was torn. The burr failed to return for further analysis. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.